Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 388 mg/dl. He retested using another meter and received a reading of 188 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. While gathering product information, the customer provided information for 2 different lots of reagent. One of his test discs was expired. The customer was not sure which disc he was using when he received the high reading. The unexpired test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.